Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that during initial start up for a cori tka procedure, when the footpedal, handpiece, and tablet were plugged in, they proceeded to move forward to unlock the drill so they could insert the bur. Immediately after they pressed "unlock", an error "system console is bad" came up on the screen. They pressed quit and proceeded to try to unlock the bur again, but the same error appeared. They rebooted the cori and were able to move forward with no issues. The case went great and they had no complaints from the surgeon.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The reported complaint indicates the "system console is bad" error message was displayed after pressing "unlock" in the drill setup screen. This is likely an occurrence of a known software bug which throws the "system console is bad" error message during the burloading stage of the workflow. The log files necessary to confirm an occurrence of this bug were not provided, however the bug is confirmed to be a software issue that has been corrected in the release of cori-v1.4.3 software. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc.this situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the cause of the reported complaint could not be confirmed, escalation actions applicable to the scope of the complaint as reported have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
H3, h6: the ri cori (us), rob10024 used for treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with an electrical/wiring failure within the console. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.